Manufacturer narrative:
The customer reported high occlusion in the tubings, and returned samples of material 2420-0007, lot: 25073014. The samples were returned under associated complaint record (B)(4). The investigation for these samples will be reported under that record, and no more information is available in this report. The root cause is unable to be determined in this record (B)(6), if a root cause is found, it will be reported under record (B)(6). A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded the following information was received by the initial reporter with the following verbatim. It was reported by the customer that they have had 2 more bad tubings today. Beeps occlusion/shows high pressure even though the line is fine. Both on same lot number. Changed tubings to a different lot number and it works fine with no occlusion alarm.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.